Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter city: (B)(6). Device evaluated by MFR.: a mustang 5mm x 4cm, 24atm, 75cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 29mm in length and extended from a position of 10mm distal of the proximal markerband to 2mm distal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vein. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during the second inflation at 20 atmospheres for 1 minute, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vein. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during the second inflation at 20 atmospheres for 1 minute, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.